Manufacturer narrative:
The catheter was returned in two segments. Final analysis of the catheter revealed catheter body was incorrectly assembled or sutured which did not affect infusion.

Event description:
The patient and clinicians didn't think the patient was receiving "optimal" therapy and elected to have catheter replaced during expected end of battery life for the pump. The patient required dose increase in (B)(6) 2011 and again in (B)(6) 2012 for symptom relief. There was an increase in spasticity. It was noted there was an "all or partial explant." No troubleshooting procedures were performed as the patient disliked needles. Patient status at the time of this report listed as alive, no injury, no adverse event. The device system was used to infuse gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was seen on (B)(6) 2013 at the healthcare provider's (hcp's) office and was receiving effective therapy at an infusion rate of 725mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.